Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented approximately one (1) month postop with repeated episodes of iritis associated with uveitis-glaucoma-hyphema (ugh) syndrome and elevated intraocular pressure (iop), which was treated with steroids and glaucoma medications. The report also indicated that a follow-up gonio examination showed peripheral anterior synechiae (pas) obstructing the stent, necessitating a plan for stent removal as a result. Through follow-up, the surgeon consulted with expert opinion md who reported discussing ugh syndrome from lens malpositioning and inflammatory eye disease generally, including potentially suspected stent malpositioning in the ciliary body band (cbb). Per report, the patient''s intraocular pressure (iop) was stable with treatment; and the discussion also included additional treatment options based on the stent positioning. The following additional information was received following the medical consult. Reportedly, the stent was successfully removed, and the report noted the stent may not have been implanted in the trabecular meshwork (tm) initially. Additional information has been requested.

Manufacturer narrative:
Additional information: h6 (patient code 4): 1695. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis, hyphema, iop increase, stent obstruction, and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).